Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject stent was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications, because the product was not returned. It was reported that 'the stent has no the distal markers'. There were no further details provided so the risk assessment was completed based on a possible worst-case situation. It is also possible that the radio-opaque (ro) marker bands were noted to be missing much earlier in the process (e.g. During device removal from the packaging). While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during the procedure, subject stent had no distal markers. No further information is available.

Event description:
It was reported that during the procedure, subject stent had no distal markers. No further information is available.